Event description:
She received a blood glucose reading of lo on her brio meter, and a reading of 147 mg/dl on her freestyle meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.